Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is <80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the left ventricular (lv) lead had a high threshold and low impedance. It was also reported that the implantable cardiac defibrillator (ICD) had premature battery depletion. During the removal of the ICD the physician cut the lv lead. The lv lead was then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.